Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014. According to the complainant, the hta procedure was successfully completed without device malfunction or any unusualities. Thirty-six hours post procedure, the patient presented with abdominal pain, associated with an increased white blood cells (18,000/mcl) and elevated body temperature. The patient was admitted in the facility for further evaluation and was discharged after 72 hours. The patient¿s condition reportedly got better. However, the etiology of the pain remains unknown. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.